Event description:
In 2006, the monitor in picu was noted to be reading 100% o2 saturations and displaying a pulse rate while the sensor was laying on a sock that was not on the baby, but merely lying in the bed - totally off the patient. The nurse caring for this baby remembered that the monitor in the adjacent room of picu was reading 100% o2 saturations the evening before, when the baby suddenly coded and died.